Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, an infrarenal aortic extension, and two limb extensions, a computed tomography scan, performed on annual follow-up, revealed a type iii endoleak. The aneurysm sac was noted to have increased approximately 8mm due to the endoleak. The patient was treated with a suprarenal and an infrarenal aortic extensions, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical specialist. Based on review of the information the cause of the reported event cannot be determined. However, a possible root cause may be tortuous vessels or improper stent graft sizing. There is no evidence the device caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.